Event description:
Pt offered no complaints pre-treatment. Placed on a dry pack ca 170 which had been flushed with 2000 cc of normal saline. During the treatment the pt complained of severe cramps & severe pain in his knee. Bp drapped & he was replaced with saline. Post treatment he complained of knee pain & went to the hosp. He was admitted with knee pain & swelling/redness of both eyes. The dr stated it was an allergic reaction to the dialyzer.